Event description:
It was reported that nurse was getting an alert 02 (low flow) on the arctic sun device (s/n (B)(4)). Nurse stated that flow rate was 0.4lpm, inlet pressure was -7.0psi, circulation pump command was 17 percent, system hours were 919.6 and pump hours were 840.1. Nurse disconnected and reconnected pads using proper technique, flow rate was 0.5lpm and inlet pressure was -7.0psi. Nurse confirmed that the pad tubing was straight. Nurse stopped therapy, emptied, and disconnected pads and resumed therapy in manual mode, flow rate was 0.8lpm, inlet pressure was -6.9psi, circulation pump command was 26 percent and conditioning valve 1 was open. Mss stated that the device had a bad pressure transducer and advised that the device needed to go to the biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. Nurse stated that flow rate was 0.4lpm, inlet pressure was -7.0psi, circulation pump command was 17 percent, system hours were 919.6 and pump hours were 840.1. Nurse disconnected and reconnected pads using proper technique, flow rate was 0.5lpm and inlet pressure was -7.0psi. Nurse confirmed that the pad tubing was straight. Nurse stopped therapy, emptied, and disconnected pads and resumed therapy in manual mode, flow rate was 0.8lpm, inlet pressure was -6.9psi, circulation pump command was 26 percent and conditioning valve 1 was open. Mss stated that the device had a bad pressure transducer and advised that the device needed to go to the biomed. Per follow-up information, biomed stated that there was no patient involved during his simulation. He readjusted all the connections and the device worked fine. Per additional follow-up information, the overall event happened during patient involvement with no reported injuries. Once the device went to biomed, they retested with simulation and there was no patient involvement. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device met specifications and that the device was not influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The reported event is unconfirmed, therefore the DHR review and labeling/packaging review are not required. Correction: d, g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that nurse was getting an alert 02 (low flow) on the arctic sun device (s/n (B)(6)). Nurse stated that flow rate was 0.4lpm, inlet pressure was -7.0psi, circulation pump command was 17 percent, system hours were 919.6 and pump hours were 840.1. Nurse disconnected and reconnected pads using proper technique, flow rate was 0.5lpm and inlet pressure was -7.0psi. Nurse confirmed that the pad tubing was straight. Nurse stopped therapy, emptied, and disconnected pads and resumed therapy in manual mode, flow rate was 0.8lpm, inlet pressure was -6.9psi, circulation pump command was 26 percent and conditioning valve 1 was open. Mss stated that the device had a bad pressure transducer and advised that the device needed to go to the biomed. Per follow-up information received via phone on (B)(6) 2022, biomed stated that there was no patient involved during his simulation. He readjusted all the connections and the device worked fine. Per follow-up information received via phone on (B)(6) 2022, the overall event happened during patient involvement, with no reported injuries. Once the device went to biomed, they retested with simulation and there was no patient involvement.